Manufacturer narrative:
(B) (4). (B) (4). Broken jaw. Evaluation summary: the analysis results for the el5ml device found that it was returned with the jaw broken. The device was cycled and ejected the remaining clip due to the cam condition. In addition the orange indicator did not show up completely. A corrective action has been initiated to address the root cause of the broken cam issues. We have documented the circumstances as they were reported to us. In addition, complaint info is trended on a regular basis to determine if further investigation is warranted. A batch record review was performed and no anomalies were found during the manufacturing process.

Event description:
It was reported that during a laparoscopic cholecystectomy procedure, the device jammed. Another device was used to complete the case with no pt consequence.